Manufacturer narrative:
According to the trilogy ev 300 instructions for use: 1.4.4 alarms: respond immediately to any high priority alarm. It may indicate a potentially life-threatening condition ¿ when using a remote alarm or nurse call system, fully test the system by verifying that you can hear the ventilator¿s audible alarms on the remote alarm or nurse call system. 5.2 clinical assessment warnings: before placing a patient on the ventilator, perform a clinical assessment. Considerations should include: choosing and testing alarm settings. 6.5 setting the alarm volume-- warning: be sure the alarm volume is set loud enough for the caregiver to hear it. Consider the use of a remote alarm or nurse call system. If you do use a remote alarm or nurse call system, fully test it before starting ventilation.

Event description:
The manufacturer received a report from a service engineer on behalf of the customer indicating that the alarm volume on a trilogy ev300 ventilator was set to a low level during a patient-related event. The reported software version at the time of the event was 1.05.10. According to the customer, while the device was in use, an alarm condition occurred; however, the alarm was not audible due to the arm volume being set to "low." The patient experienced desaturation, and a rapid response was called. Respiratory therapy staff intervened and the patient was successfully stabilized. No patient injury was reported. Follow-up information from the respiratory therapist confirmed that the patient recovered and is in stable condition. The customer indicated that staff did not intentionally adjust the alarm volume, which is typically set to "high." Upon further review, the customer identified that multiple units were set to "low" alarm volume. All affected units were subsequently adjusted back to "high." The customer reported that the devices had been updated to software version 1.05.10 and inquired whether this software version defaults the alarm setting to "low." The manufacturer confirmed that software version 1.05.10 does not change or default the alarm volume setting to "low." At the customer's request, a copy of the customer letter for software version 1.05.15 was provided for reference. The customer is taking responsibility to check the device. No further information will be obtained. A final report is being submitted. If any additional information is received, a supplemental report will be filed.